Manufacturer narrative:
Corrected information is provided in sections e.1, e.3, e.4 and g.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6: corrected data. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. As no lot number or complaint sample is available, retain sample testing was not performed per local procedures. As no sample was returned and no lot number is known, a conclusive root cause could not be determined. No sample is available and the lot number is unknown therefore, no conclusion can be made towards the disposition of the product. As no product is returned and/or insufficient product data is available, the complaint could not be verified therefore, no CAPA is initiated. Further trending is performed. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during a cataract with intraocular lens (iol) implantation procedure. Afterwards, the patient was reported to experience progressive vision loss with toxic anterior segment syndrome (tass). Additional information has been requested.